Manufacturer narrative:
Investigation: the product was not returned for analysis and the lot number was not provided by the customer. A review of the complaint database was performed, and no similar events were found. Information received from the user indicated that the product was not used as designed. The user mentioned he had changed the syringe used to inflate the balloon. The difference in size of syringe potentially caused the balloon to over-inflate and rupture. (B)(4).

Event description:
Medtronic received information that while this retrograde cannula was being used in a procedure, the coronary sinus was ripped. The doctor sutured the damaged area and the operation was successfully completed. The doctor believed that he had over-inflated the balloon, and stated that he had not been using the syringe that is packaged with the cannula. Product return is not expected.

Manufacturer narrative:
Supplemental report filed to add 510(k) approval number: k901074.

Event description:
Medtronic received information that while this retrograde cannula was being used in a procedure, the coronary sinus was ripped. The doctor sutured the damaged area and the operation was successfully completed. The doctor believed that he had over-inflated the balloon, and stated that he had not been using the syringe that is packaged with the cannula. Product return is not expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.